Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they haven't been able to charge the implant for the last couple of months. Patient said they had lots of trouble with her back and had an MRI done. Patient went to a neurosurgeon the first or middle of last month and they said the stimulator has shifted off to the right side and patient can tell something is wrong because they has to adjust her back so many times to sit back. Patient also said the implant battery is not wanting to charge and it hurts down there. Patient has lost 207 pounds in the last 21 months and is still exercising a lot, but they is in very bad pain on her right side from the middle of her shoulder blade down to her arm, rib cage, and under her right breast. Patient can feel inflammation and swelling and has to have heat rub and massage done at least twice a day to get any relief. For about 7-8 months, dr. (B)(6) and her family doctor were giving her inflammation injections in the whole right side to help with some pain, but it never did anything for her. Patient met with medtronic representative, last monday and they tried to connect to her implant but couldn't. During the call, patient inspected the recharger and controller port but did not see any damage. Patient tried to start a recharge session, but got no device found. Patient selected recharge and got software problem. Patient entered passive recharge mode and got 0-0-0. The issue was not resolved through troubleshooting. Patient services agent to replace the recharger for patient. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID: 97755, lot#serial#: (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.